Event description:
Reporter indicated a vns patient developed an allergic reaction, an "odd breaking down of the skin around the devices" after being implanted with vns. All attempts for further information from the reporter have been unsuccessful to date.